Manufacturer narrative:
Heartsine evaluated the device and was able to duplicate the issue. The cause of the reported issue was membrane failure due to storage outside of the indicated conditions. The device was scrapped by heartsine and the customer received a replacement device.

Event description:
A distributor contacted heartsine to report that a customer's device's on/off button is not working. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Event description:
A distributor contacted heartsine to report that a customer's device's on/off button is not working. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusion will be submitted in a follow-up report.